Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, the cause of the progressively increased gradient post tavr cannot be confirmed. However, may be due to patient factors (natural progression of valvular disease process) and/or the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 4 years and six months post implant of a 23mm sapien valve, the patient developed stenosis and was implanted with a 23mm sapien 3 valve via transfemoral approach. The pre procedure gradient was 60mmhg. The patient was reported to have dyspnea with mild exertion, and recent heart failure requiring IV diuretics. Post procedure gradient was reduced to 10mmhg. The patient was stable at the conclusion of the case.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.